Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 100 which was not reproduced. System error 100 was confirmed through a review of the event history log. The device was found to operate as designed. No corrective action is required.

Event description:
It was reported that a spectrum pump displayed system error 100. Any patient involvement, injury or medical intervention is unknown.